Event description:
It was reported that the patient presented via merlin.net. Transmission revealed that the pulse generator was in back-up vvi mode. The patient came into the clinic were his device was downloaded successfully. The patient was in stable condition.